Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that two fuses, designators f2 and f4 on the power pcb assembly were blown; however it is unknown what caused them to blow. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. It was observed that inductors l102 and l103 from the system pcb became very hot. It was also observed that something within the drive circuitry of the transistor q144 is causing q144 to get very hot and short out. After thorough testing of the system pcb assembly, a conclusive cause of this issue could not be determined.